Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused nicardipine during patient infusion on the intensive care unit (ICU). The primary infusion rate was 5mg/hr (20ml/hr) and programmed volume to be infused (vtbi) of 90ml. The remaining vtbi on the pump was 54ml and the volume in the bag was 0ml. The pump and tubing were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.